Event description:
Coiling aneurysm, left internal carotid artery had already placed 3 or 4 coils. The 5mm/2cm complex 1d coil unravelled in the micro catheter when placement into the aneurysm was attempted. The unravelled coil was successfully removed from the pt. No pt injury. The 6mm x 10cm gdc 10-soft 20sr unravelled in the micro cath before even making it to the aneurysm. The physician successfully removed the device and the procedure continued without any further incident.